Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report that the patient had unexplained elevated blood glucose of 500 mg/dl and symptoms of mild nausea and ketones. At the time of concern, the patient was given extra insulin via syringe to bring his blood glucose down in the 200 mg/dl range. During troubleshooting, there was no evidence of a product malfunction. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. This complaint is being reported because the patient had elevated blood glucose of 500 mg/dl while on insulin pump therapy. Although there was no evidence of a pump malfunction, use error and intentional misuse could not be ruled out as a contributor of the reported event. Hence, this complaint is being reported.